Manufacturer narrative:
The download data showed timeouts and a drive stall during the run. Due to the drive stall the device did not deploy during the priming. During the investigation high resistance was noted while rotating the ratchet gear. Inspection of the leadscrew found a small amount of damage, however it could not be conclusively determined if this damage contributed to the resistance. During the investigation the ratchet gear was also found to be damaged. It could not be determined if this damage contributed to the drive stall. The exact cause of the drive stall that prevented the device from deploying as intended could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod was not worn.